Event description:
The customer called to report that she didn't feel the insulin pump was functioning correctly, and wanted to get an upgrade. The customer stated that she was hospitalized due to diabetic ketoacidosis, but declined any troubleshooting. The customer was only interested in upgrading. The customer was transferred to the correct department. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.